Event description:
Customer reported that when replacing her reservoir, two thirds of the insulin squirted out during priming. The device is now asking her to rewind. Customer's blood glucose is 142 mg/dl. Insulin continues to drip after the motor stops during the manual prime process. She cannot exit the preparing to prime loop. The drive support cap appears normal. Customer stated she was outside and it was raining. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.